Event description:
The customer reported approximately ten milliliters of fluid leaked within the instrument involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted - no erroneous results were generated. There was no patient injury associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the probe wash cup was loose and the rinse block misaligned, not allowing sufficient probe wipe travel. The fse tightened the wash cup within the probe wipe housing and realigned the probe rinse block to resolve the leak issue. While troubleshooting, the fse also discovered an uncontained fluid leak from ff156 tubing at pinch valve vc26 (diff/retics chamber) not allowing proper drainage. The fse flushed the tubing at vc26 and resolved the leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).